Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation under the nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.